Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (25-50%), brown biological tissue on the shell, brown particles on the shell, and flat creases. A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d4, d9, g1, h3, h6.

Event description:
Explanting physician reported rupture and capsular contracture, baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Explanting physician reported rupture and capsular contracture, baker grade iii. The device has been explanted. This record relates to the right side.